Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refw2638 showed three other similar product complaint(s) from this lot number.

Event description:
It was reported a fractured device. The power PICC line was inserted into one of our patients in facility. 4fr power PICC solo single lumen catheter. Inserted into right brachial vein without issue. Insertion date (B)(6) 2022 at facility. Removed on (B)(6) 2022 due to leak from secure-cath area. Fracture present at 12cm. Line length: 45cm